Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat prolapsed internal hemorrhoids performed on (B)(4) 2024. During preparation, when the device was set-up and installed onto the scope, the trip wire broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on march 27, 2024: the speedband superview super 7 was used in the anus during an internal hemorrhoid ligature procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of trip wire break. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), block b5, and block e1 (initial reporter zip/postal code), and block e3 (occupation, other) have been updated based on the additional information received on march 27, 2024.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat prolapsed internal hemorrhoids performed on (B)(6) 2024. During preparation, when the device was set-up and installed onto the scope, the trip wire broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.